Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited undersensing due to varying r wave amplitudes. No intervention was performed. The patient would continued to be monitored normally.